Event description:
The entire device was removed from the pt and replaced due to "fabric and outer shell of left cylinder disintegrated with tissue growth all the way distally of end of penis and fabric on right also disrupted."

Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinder had a fatigue and wear leak. Cylinder had torn fabric and bulging. Tubing was functional.